Event description:
It was reported that this pacemaker was an attempted implant due to high out of range pacing impedance measurement, measuring greater than 3000 ohms during device testing. The programmer was restarted and device was disconnected. The device was tested on the pacing system analyzer and the impedance measurement was acceptable. Subsequently, a new device was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker was an attempted implant due to high out of range pacing impedance measurement, measuring greater than 3000 ohms during device testing. The programmer was restarted and device was disconnected. The device was tested on the pacing system analyzer and the impedance measurement was acceptable. Subsequently, a new device was implanted successfully. No adverse patient effects were reported.